Event description:
An l-hook electrode was being connected to a monopolar connecting cable by an operating room nurse. The nurse rec'd a minor burn to her hand. No pt was involved in this incident. The burn did not require any specific treatment, according to the user facility contact person.